Event description:
The device allocates the serum into wrong tubes. The system has caused wrong results for digoxin and pregnancy tests. The reporter has informed the facility management and the MFR but has not seen any attempts to solve this problem.